Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a varipulse¿ bi-directional catheter and after the procedure, the patient experienced muscle weakness and stroke symptoms. It was reported that the patient experienced a neurological impairment of symptomatic cerebrovascular accident (cva) / stroke. Imaging confirmed no stroke. The patient does not have a previous history of stroke. The patient¿s symptoms were resolved within 12 hours. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was not available at the time of reporting. The information received indicated that 22 pulsed field ablations (pfa) were completed within the pulmonary veins, of which 3 were incomplete. No ablations were performed outside the pulmonary veins. The intervention provided was ¿tt imaging¿ and carotid angiography with no findings in either of them. The patient fully recovered (no residual effects). The patient required extended hospitalization because of one night stay, and the patient went home on friday, (B)(6) 2026. No relevant tests/laboratory data were noted. Other relevant history/pre-existing condition was hypertension. No sample was taken before procedure for activated clotting time (act) measurement. The act during procedure was >450s before ablation and after ablation 374s. No sheath or catheter exchange was reported. One transseptal puncture site was performed during the procedure. There was no evidence of char or blood thrombus/clot during the procedure. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. There were no observations such as intracardiac excessive microbubbles observed via ultrasound, nor excessive impedance errors noted during the case. The patient¿s rhythm during ablation was atrial fibrillation for the first 16 ablations, and sinus rhythm for the last 6 ablations. The type of electrophysiology procedure being performed was new procedure. The arrhythmia treatment for this procedure was paroxysmal afib (paf). No pre-ablation thrombus check was performed. No findings from any brain scans/MRI were noted. The patient did not have any anatomical abnormalities. No ablation stacking occurred for this procedure. The irrigation rate used during this procedure was 4 ml/min.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instruction for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).